Event description:
The hospital reported that the vasoview 7 xb was not working. Refer to MFR report number 2242352-2015-00206 for the second complaint.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).